Event description:
It was reported that during the procedure the patient developed tamponade during the transseptal puncture as the pericardium was punctured. The ablation diagnostic catheter was no longer used and the case was stopped. The patient was sent for observation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.